Event description:
Catheter which had been inserted in right external jugular was removed during central line change out. After removal, it was noted that approx 3cm of the tip of the 10cm catheter was missing.